Event description:
The complaint is reported as: the unit will not power on prior to use on a patient. No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit was not able to pass the initial power connect test. The power fuses were removed from the underside of the unit and their resistances were measured. The resistances were measured as 0.2 ohms and 0.3 ohms, which is in the normal operating range for a power fuse. The unit's power supply board was removed and a known good lab inventory power supply board was connected to the unit. This time the unit was able to pass the initial power connect test. The unit also navigated through the power-on self-test (p.o.s.t.) With no issues. The complaint has been confirmed. The investigation revealed a defective power supply board. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The unit was manufactured in 2007 and was designed for a minimum of 5 years. The root cause for the failure is normal wear.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the unit will not power on prior to use on a patient. No patient involvement.